Event description:
Motor running hot during a preoperative test. Used another motor for the case. The complaint motor was just returned from being repaired. Sales rep tested motor and it ran well outside the magnetic field for 5-6 minutes. After about 1 minute inside the MRI suite, rep burned fingers.